Event description:
Patient reported medication is leaking from the mini spikes when she draws up from the vial. Pt reports this is an ongoing issue since switching from brand remodulin to treprostinil. Pt denied any adverse events or worsening of symptoms associated with the mini spike issue. Lot number of spikes not available/provided. Pt requested that cvs ships q-style adapters for next fill instead of mini spikes as this is what she was using with her remodulin and there were no leaking issues. No missed doses due to defective spikes. Pt has defective spikes available to return. No further information. Reported to cvs/caremark by pt/caregiver.